Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the imaging system was no longer able to boot up, and the computer was no longer functional. A request was made to replace the mobile viewing station (mvs) computer. This issue was noted outside of procedure and there was no patient present when this issue was observed.